Event description:
Female for laparoscopic cholecystectomy. Standard intravenous induction. Mask ventilation and intubation uneventful. Oxygen and nitrous oxide were set at 0.5 & 0.5 lpm. The desflurane was turned back on (it had also been on while waiting for the muscle relaxant to take effect prior to intubation). Within first 5 minutes, the datex-ohmeda s/5 monitor was noted to not be detecting desflurane. Desflurane tec 6 vaporizer was set on 9%, "operational" green light illuminated; the other lights (no output, low agent, warm-up, alarm battery low) were off, fill inidicator showed full. Vital signs were at baseline. The surgeons were asked to wait on incision. A bis monitor was quickly applied which read at 80%. Add'l propofol was given, sevoflurane was started. The case proceeded. Subsequent testing showed failure of the original tec 6 vaporizer to deliver any desflurane, even though the tec 6 warning system gave no indication of its failure. Postoperative interview with the pt suggested transient intraoperative recall.